Manufacturer narrative:
Date of event: the event occurred between (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unintended cloudy bags were compounded while using a em2400 valve set. This issue was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufacture date: march 11, 2022 - march 15, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.